Event description:
Per the nurse in the room, the hysterolux hysteroscopic tube set where the blue luer-lock piece that connects to the scope fell off. The nurse did not notice any cracking at the area. The team was close enough to the end of the case that they placed the blue luer-lock back on and finished. There was a small amount of leakage. Nurse stated that there have been other cases that this has happened where they needed to get a replacement tube set.